Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. E-200 integrated electrosurgical unit (iesu) was not turning on with an error message. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint, but failure analysis is in progress.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure and prior to ports placement, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that e-200 integrated electrosurgical unit (iesu) was not turning on with an error message to power cycle and retry. The customer power cycled the iesu, but the same message returned. The tse advised the customer on how to connect a backup e-200 to the system so the procedure could continue.